Event description:
Procedure performed was posterior spinal fusion l3-4 and l5-s1, segmental posterior spinal instrumentation l3-s1, laminectomy with bilateral foraminotomies and medial facetectomies l3-4 and lateral extraforaminal decompression left l5-s1. When performing the l5-s1 portion of the procedure, a discectomy was performed. During the final passage of the pituitary rongeur, the superior jaw of the instrument broke off. The flash of bleeding was controlled within seconds and then the broken metallic piece was sought, but not visualized. Fluoroscopy in the ap and lateral planes showed the broken piece to have migrated anterior to the spine and proximally at the l3 vertebral level appearing to within the inferior vena cava. Posterior spinal fixation completed and pt taken for CT scan and chest x-ray. The metallic piece had migrated into the pulmonary artery. Monitored and 16 hours later transthoracic echocardiogram performed which showed that piece had migrated into the right ventricle. Transferred to (B)(6) where it has been reported that metallic piece was surgically successfully removed.